Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (41 mg/dl). Per health care provider, the cause may be related to pump personal profile settings as the customer is new to the pump. The customer consumed food and sweets to address the issue.